Manufacturer narrative:
. The xxx-scissors were not returned for evaluation. A review of the device history record (DHR) could not be performed because the lot number was not reported. The product of objective evidence was not returned, so the evaluation could not be performed. Therefore, an investigation for cause was unable to be performed because the customer did not provide an item code or batch number. . If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a laparoscopy surgery, a scissor (unknown product ID) broke and fell into the patient. It was also reported that they managed to retrieve the broken part. No injury, death, or surgical delay reported.